Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dents/scratches at pink probe, loose tip, no thixotropic adhesive at forceps cover, bending section cover glue cracks and light guide lens pinholes on glue. The presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited dents/scratches at pink probe, loose tip, no thixotropic adhesive at forceps cover, bending section cover glue cracks and light guide lens pinholes on glue. There was no patient involvement.